Event description:
It was reported that the customer was in the emergency room due to high blood glucose. Initially, the nurse requested assistance with priming the infusion set, and troubleshooting was declined. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.